Event description:
Facility alleges headers cracked during dialysis, causing blood leak.rn reports circuit discarded. Ebl 7100cc reuse # unknown. Dialysis resumed with new dialyzeer. No further medical intervention required.